Event description:
"During retraction the sherpa tore, only 1/3 came out, the other 2/3 remained in the vessel and could be removed by the heart surgeon. The pt is doing well, he had been planned for bypass surgery before the catheter procedure. The device is being sent back to medtronic."